Event description:
Pt was revised to address hip pain. The cup was vertical and extremely anteverted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.